Event description:
It was reported that sensing was at 0.3 mv. When the rate was increased, the patient's atrium became active, but there was no sensing. Capture testing was unavailable in aoo and aai modes at maximum output. Microdislodgement of the atrial j lead was suspected. Anterior-posterior x-rays confirmed that the atrial lead was straight, with no j shape in the superior vena cava or the lower atrial appendage.

Manufacturer narrative:
No medwatch form was received.